Manufacturer narrative:
Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023. The patient¿s device was placed in MRI mode and has not been able to exit MRI mode. Attempts to disable MRI mode have been unsuccessful. Fsca number is pending. Corrected data: this event was not involved in the corrective action regarding the proclaim ipg entering service application (orion ipg family)

Event description:
Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023. The patient¿s device was placed in MRI mode and has not been able to exit MRI mode. Attempts to disable MRI mode have been unsuccessful. Fsca number is pending.

Manufacturer narrative:
The observation from the field was confirmed. If the device is placed in MRI mode and a loss of pairing/bonding occurs, any follow up attempts to communicate or pair between patient¿s ipg and artemis programmer will be unsuccessful. It is also a normal function per the device design for stimulation to be disabled when placing the device into the MRI mode of operation. The fsca number is included in this report.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg was placed in MRI mode and when attempting to disable the MRI mode to resume therapy the ipg would not connect to the clinician & patient controllers. As a result, the patient's ipg was explanted and replaced. Therapy was restored post-op.